Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no unexplainable power reboots were recorded. Visual inspection revealed evidence of moisture behind the display lens. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. During testing, the pump performed the rewind, load, and prime steps with no power reboots, power losses or call service alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no power reboots, power losses or call service alarms occurring. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the grip pad. The complaint that the pump had no power was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power. It was noted that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.